Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stayed active after the trigger was released. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use was observed. There was evidence of blood and charred tissue detected on the jaws. A visual inspection was conducted. The heater wire was slightly flexed away from the center of the hot jaw, yet remained attached at the tip and base. No other failures were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (B)(4) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A pre-cautery test was performed again. This time the device produced steam, which could be considered as normal, during activation. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the results of the evaluation, the reported failure ¿device remains activated¿ is not confirmed, however the analyzed failure "material twisted/bent; wire" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stayed active after the trigger was released. A replacement device was used to complete the procedure. The hospital did not report any patient effects.